Event description:
On (B)(6) 2018, the reporter contacted lifescan (lfs) USA alleging that their onetouch ping meter had a fading display. The complaint was classified based on customer care advocate (cca) documentation. The reporter stated that the alleged display issue first occurred between 8am and 3pm on (B)(6) 2018. The patient manages their diabetes with insulin pump therapy and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The reporter informed the cca that the patient developed the symptom of ¿sweating¿ a week after the alleged product issue first occurred, however, no form of treatment was sought as a result of this. At the time of troubleshooting the cca noted that there was no misuse of the product and it was not the first time the patient had used the product. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue occurred.